Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No material was returned for investigation.

Event description:
It was reported that the infusion set was leaking at the headset. This issue occurred when the infusion set was not expired.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No material was returned for investigation.

Event description:
It was reported that the infusion set was leaking at the headset. This issue occurred when the infusion set was not expired.